Event description:
It was reported that air bubbles were observed within the infusion set tubing. Reportedly the customer did not perform the air removal step. Technical support educated the customer to make sure to complete cartridge air removal step prior to filling the cartridge. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed bg by administrating a manual correction injection. The customer continued to use pump for insulin therapy.